Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were doing fine for a while and was urinating a lot. When they went to get medical assistance, they discovered that patient was retaining 600 ccs of urine on their bladder. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned they have a post op appointment in two months. The patient also mentioned they discussed this with their manufacturer representative (rep) and was expecting a call from them today. Additional information was received from the patient. The patient called back to get more information about how to use the devices. Additional information was received from the patient on (B)(6) 2025. The patient stated that they called today requesting assistance to connect to their therapy. The patient was able to connect to their therapy and make an adjustment. The patient stated they were able to discuss the issue with their healthcare provider (hcp) but they told the patient they will wait a few months to see how the therapy is working and if they were still retaining urine by then they will determine next steps. The patient said they were still using their catheter. Additional information was received from the manufacturer representative (rep). The rep stated that they were not informed regarding the event. The rep stated that they were unknown if the patient experienced urinary retention prior to the device and they were unknown if the retention worsened as a result of the device or therapy. The rep confirmed that the catheterization was the patient's ¿standard of care¿ prior to the device. When asked about the steps taken to resolve the issue, the rep stated that they follow up with physician. It was unknown if the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.